Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5085324. It was reported that a female patient underwent a breast implant surgery procedure with mentor medical devices (sal smooth rnd diap 350cc, date of implant (B)(6) 1997) developed autoimmune disorder (the patient reported ¿hypothyroid, lupus, liver damage and rheumatoid arthritis. Chronic pain, hair loss, brain loss, brain fog, confusion, joint pain, fatigue and weight gain¿) . This case was not confirmed by a healthcare professional. No further information is available at this time. Should more information become available, this case will be re-assessed and notes will be updated. This report is for the left side.

Manufacturer narrative:
On 6/4/2019, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).